Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer troubleshot with technical support. The customer was able to review with technical support how to document pressure readings with the zero offset to address the issue.

Event description:
It was reported that the ventilator was failing the pressure accuracy test. No patient involvement. Event date not specified, estimate used.